Event description:
I use an abbott labs glucose monitoring meter. I was informed today that many glucose test strips have been recalled because of problems. I called abbott labs and was informed that the lot number of the strips I was using are being recalled. I had a new box of strips with lot number 45001 (B)(4). I was told that this lot is ok. I then tested my blood on the precision xtra meter four times. Three times I failed to get a reading; instead I received an error message that there is a problem with the test strip. The fourth time I got an extremely low reading of 28. I called abbott labs and discussed this matter. They had me repeat the tests and I got the same results. They finally agreed to replace these strips also. I believe that strips of lot number 45001 are also bad and should be included in the recall. Diagnosis or reason for use: diabetes.